Event description:
The facility reproted an infusion pump depleted batteries. The event was reported to have occured during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although requested, no additional contact info was provided.